Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information with the cardiologist and primary physician were unsuccessful. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; icf09b45 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately nine months after device replacement. The cause of death has been requested and will not be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.